Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst noted that the helix will not extend or retract due to distal conductor fracture within the connector as a result of overretraction.

Event description:
It was reported that during an implant attempt, there was difficulty fixating the screw. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.